Event description:
Per medicon, the balloon and stem separated from the bolster nineteen days after placement. Pt was handling device when it separated. Stem and balloon had to be retrieved endoscopically. Only the bolster was sent to medicon, the balloon and stem were discarded therefore medicon cannot confirm if stem was cut or sliced.